Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: fluid-free device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.